Event description:
The complainant has reported that a pt (age & gender unknown) underwent a j tube placement. The clinician stated that the resolution clip device was being used to anchor the jejunal feeding tube. However, the clip would not deploy. The clinician removed it from the body and tried to retract it into the sheath, but did not succeed. The procedure was completed successfully with another of the same device. The pt did not sustain any complications or ill effects.

Manufacturer narrative:
This device has not been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement access and maintenance procedures.